Event description:
The facility reports the injury to the resident's left leg occurred while transferring her from a chair to a bed. The don mentioned that the resident's leg must have struck the mast when transferring from the chair to the bed. The resident sustained fractures of the left tibia and fibula, which were treated with a splint. No other details were available.

Manufacturer narrative:
The device was examined by an arjo representative who found the lift working to MFR's specifications. There was no noted damage to the lifter. Insufficient details were provided to the arjo representative. Therefore, the MFR is unable to determine the root cause of the event. However, there is a possibility that user error may have contributed to the event. As such, the MFR recommends lift operators be retrained according the lift operating instructions.